Event description:
This lead was explanted due to loss of capture and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Coagulated blood was found on the coil. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The electrical inspection comprised the dynamic measurement of dc resistances between the respective potentials. The presence of short circuits between the potentials was checked. Furthermore, the pacing impedance was measured in a saline solution. No deviations were found. In the course of the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.